Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the bdu printed circuit board (pcb) and upgraded the software to the current revision. The cse performed calibrations, extended self-test (est), short self-test (sst) and performance verification all tests passed. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of breath delivery to graphical user interface (gui) communications; during pt ventilation. The pt was removed from the device and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.